Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2014 that the customer had a non-specific issue with an scd controller. When the unit was received at a local covidien service center the service technician received the power cord cut in half showing copper wires.